Event description:
It was reported that a beta bionics ilet user had to change her site 3 times due to a hyperglycemic episode reaching a peak of 409 mg/dl blood glucose (bg). After the first 2 site changes, the user did not see bg trend down. The user waited 1 hour in between supply changes and was advised to give the sites a little more time to dose accordingly and then correct the supplies if bg continues to elevate after 90 minutes. After the 3rd supply change bg was trending down. During the episode, the user was tired, thirsty, and "burning up." There was no further intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.